Event description:
A customer reported her two freestyle lite meters are not reading accurately as she compared readings of 124 mg/dl and 137 mg/dl to each other obtained on her two freestyle lite meters. The customer further reported receiving low reading and experiencing nausea, migraines, tremulousness, clamminess, disorientation, blurred vision and subsequently experienced seizure. The paramedics were called, initiated an intravenous infusion of unknown type on the scene and transported her to a local hospital where she was diagnosed with hypoglycemia and treated with "prescription medication via IV. " in additional, the customer reportedly self-treated with insulin and glucose drink to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The manufacture date for the meter with s/n (B)(4) is (B)(4) 2008.

Manufacturer narrative:
(B)(4) were returned and investigated. The complaints were not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Follow up #1 incorrectly stated meter (B)(4) was returned and investigated. Meter (B)(4) was not returned. Meter (B)(4) was returned and investigated with returned test strip lot # 0922630.